Event description:
The customer obtained multiple imprecise vitros phyt quality control results (qc lot q2098= 32.81, 19.66, 20.46, 33.21 vs. An expected result= 26.80 ng/ml) on a vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no allegation that patient samples were affected and there was no report of patient harm as a result of this event. This report is number three of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phyt quality control results were obtained on a vitros 5600 integrated system. There is no evidence to suggest that an instrument related issue contributed to the event. The investigation was unable to determine a definitive root cause. However, the most likely root cause of this event was concluded as reagent related. Expected performance was obtained following calibration of an alternate lot of vitros phyt slides.